Event description:
Reporter stated that during the last week in month, the patient's blood glucose meter had a reading of "hi." The patient went to the e.r. Where their blood glucose was determined to be >1,000 mg/dl. Treatment received: IV saline and insulin injection.